Event description:
It was reported that the patient's implanted neurostimulator had a shorter than expected battery life. The patient had their neurostimulator replaced on (B)(6) 2011. Additional information had been requested, but was not available as of the date of this report.

Event description:
Refer to MFR. Rep. # 3004209178-2012-01326.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Neurostimulator: model 7426, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011. Extension: model 7482a40, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Lead: model 3387s-40, lot# v204753, implanted: (B)(6) 2009, explanted: na. Extension: model 7482a40, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Lead: model 3387s-40, lot# v236672, implanted: (B)(6) 2009, explanted: na.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the neurostimulator model 7426 (B)(4) found no significant anomaly. The ins was at normal end-of-life with no telemetry and no output. An x-ray of the battery showed no visual anomalies.